Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The patient decided not to have a lead revision performed. The lead was programmed off. The patient was stable post event.